Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 20mm in length, 2.75mm in diameter, eccentric and the de novo target lesion being treated was located in the moderately calcified and moderately tortuous ostium of the proximal left circumflex artery (lcx) artery. The lesion contained between a 45 and 95 degree bend. A non-bsc guidewire was advanced to the lesion. Predilation was performed with a 2.5x15mm unspecified balloon catheter, leaving 60% residual stenosis in the lesion. A 2.75x24mm promus element stent was selected to treat the lesion. While the device was advanced into an unspecified guide catheter for 5 to 10 min, it was noted that the shaft broke. The device was removed. The procedure was completed with a 2.75x23mm non bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found no defects on the crimped stent, balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. An examination found that there were various hypotube kinks along the length of the unit. There was a hypotube break approximately 216mm distal from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 20mm in length, 2.75mm in diameter, eccentric and the de novo target lesion being treated was located in the moderately calcified and moderately tortuous ostium of the proximal left circumflex artery (lcx) artery. The lesion contained between a 45 and 95 degree bend. A non-bsc guidewire was advanced to the lesion. Predilation was performed with a 2.5x15mm unspecified balloon catheter, leaving 60% residual stenosis in the lesion. A 2.75x24mm promus element stent was selected to treat the lesion. While the device was advanced into an unspecified guide catheter for 5 to 10 min, it was noted that the shaft broke. The device was removed. The procedure was completed with a 2.75x23mm non bsc stent. No patient complications were reported and the patient's status was stable.